Event description:
Following an atypical left atrial flutter procedure, in the recovery room the patient could not speak, showing signs of a stroke suspected to be due to the ablation catheter. The stroke was detected with an MRI. There were no issues noted during the procedure. No bridging was done after due to concerns of hemorrhage. Patient was on eliquis and had a watchman implanted no further intervention has been done. The patient has afasia symptoms still, but recovering.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The cause of the reported stroke remains unknown.